Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a failure of the device's lcd screen was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report a ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a failure of the device's lcd screen was observed. The device's lcd, system board to lcd cable, lcd backlight cable needs to be replaced due to old lcd. Tubing kit, motor blower assembly, flow sensor assembly needs to be replaced due to foam contamination.